Manufacturer narrative:
Findings: p ump was received with constant tone and blank display due to faulty 2/ib. Unable to perform the functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display anomaly. Pump had cracked reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 327 mg/dl. The customer was advised to insert the new aaa alkaline battery and display did not return. Customer was advised to remove battery for 10 minutes. Customer stated that there still blank screen and constant tone. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 327 mg/dl. Customer declined to troubleshoot for high blood glucose.